Event description:
Cardiac rhythm alerts not exporting or available for review to the md office as designed. Patient has a medtronic linq ii and is enrolled and connected to the medtronic carelink site appropriately. Alert transmission of abnormal cardiac rhythm on [redacted]. Exported on [redacted]-same day with missing information and in a way that the clinical team did not have the ability to review alert. The patient device registered to careline is: model: linq ii, serial #: [redacted]. Manufacturer response for remote monitoring cardiac arrhythmia platform, carelink platform (per site reporter).